Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a left lower lobectomy, the surgeon clamped the pulmonary parenchyma and tried to fire, however, a crack sound was heard from the handle and the device did not fire. They tried to use a new device, but this did not fire either. The surgeon sewed the line manually. The staple line was incomplete so the surgeon had to over-sew. This was not done to preclude permanent damage to a body structure.